Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. This 2.75 x 32 synergy drug eluting stent was select, but the device was unable to cross the lesion due the vessel calcification and angulation. During removal from the guide catheter the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. A synergy ous mr 2.75 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hypotube was broken at 24.5 cm distal to the distal end of the strain relief. Multiple kinks were noted on several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner extrusion found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. This 2.75 x 32 synergy drug eluting stent was select, but the device was unable to cross the lesion due the vessel calcification and angulation. During removal from the guide catheter the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.